Event description:
Hamilton co was informed of an event that occurred in 2006, in which a hamilton microlab at instrument reportedly mispipetted samples. No death or injury resulted from this event. This report is associated with hamilton customer complaint.

Manufacturer narrative:
Our distributor for the device, ortho-clinical diagnostics, has investigated this event and has evaluated the instrument. The instrument was found to be in good condition. The disposable tips (a disposable compenent of the device), part number, lot number 63906 p5, appear to have caused or contributed to the event. The tip lot was changed, and the instrument was returned to service without further trouble.